Event description:
It was reported that the battery of this pacemaker was suspected to have prematurely depleted. The device was unable to be interrogated using multiple programmers and the patient was observed to have a lower than normal heart rate. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.